Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users could not login. A technical support specialist accessed the affected application server and reviewed the event viewer logs, which confirmed that the device was unable to establish a secure session with a domain controller in the uchc domain. The specialist promptly notified the customer with the findings and recommended involving the hospital it team for further investigation. Given that the issue was related to adt (admit, discharge and transfer), the hit (hospital information technology) team was engaged to assess the availability and functionality of the domain controller. The technical support specialist coordinated with the hit team continued the investigation into the domain controller issue to resolve it. The system functioned as intended after the technical support specialist troubleshot the device. E1: facility name: (B)(6).

Event description:
It was reported by the customer that when using the bd pyxis¿ es server, users were unable to log in to pyxis and unable to place stations into critical override. The customer reported that only 9 out of 27 stations entered critical override automatically. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.